Event description:
It was reported, that during an artificial urinary sphincter (aus) procedure. A cuff was not able to be successfully implanted, because it was deemed to be not suitable. As the surgery staff felt, that it likely, had a leak at the nozzle. There were no patient complications related to the device.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that visual testing showed, that the device performed within specification. Based on this findings, the reported allegation of fluid leak was not confirmed, as there was no problem detected. Device history record (DHR): the device history record (DHR) confirmed, that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device did not identify any leaks in the device. Labeling review: a review of the device instructions for use (IFU) was completed. And did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during an artificial urinary sphincter (aus) procedure, a cuff was not able to be successfully implanted, because it was deemed to be not suitable as the surgery staff felt that it likely had a leak at the nozzle.